Manufacturer narrative:
No test methods have been performed (method) as the product performed in accordance to specifications (conclusion) and the device was used in accordance with labeled indications (results). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event was serious and life threatening to the patient and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of difficulty breathing, nasal congestion, swollen throat, gums and mouth and sore mouth and throat. The patient reported visiting a general physician, due to the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017 and the patient is currently back to normal. The treating doctor considered the event was serious and life threatening to the patient.